Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: the device would not power on and motor was replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available regarding the event.

Event description:
It was reported that before surgery, the device had a gas leak on the cable and was not functioning well enough. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: country - australia.